Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample manifold, dilution well assembly and sample valve. The cse then configured the sample probe positions at the dilution well and verified positions and speeds of the sample valve and dilution well assembly. The cse also verified operation of the instrument and the customer ran quality controls and patient samples, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report and stated that there were no further issues with dilution post service. The hsc specialist stated that prior to the service, the customer had performed manual versus onboard dilutions and the manual dilutions were acceptable. The cause of the imprecise hcg results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise human chorionic gonadotropin (hcg) results were obtained on two patient samples on an immulite 2000 instrument. The samples were run neat and diluted, resulting different each time. The customer was expecting higher results as the patients were pregnant. The customer did not report any of the results to the physician(s) as the results were imprecise. There are no known reports of patient intervention or adverse health consequences due to the imprecise hcg results.